Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose. Customer¿s blood glucose level was 1500 mg/dl at time of incident. Customer reported that the reservoir lip ring of the insulin pump was damage. The insulin pump will not be returned for analysis.